Manufacturer narrative:
(B)(4). A follow-up report will be submitted when analysis is complete.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) ¿depleted much faster than expected.¿ it was further reported the ins ¿battery status was low back in (B)(6) 2015¿ and that the patient¿s ¿neurologist could only increase the dose of the oral medication¿ while waiting to replace the patient¿s ins. ¿prior to this, the patient was receiving effective therapy¿ from their ins. The patient¿s ins was explanted and replaced on (B)(6) 2016 as a result of the event. Following the replacement of the ins, ¿the patient¿s symptoms had greatly improved¿ and ¿thus effective therapy¿ was received. It was noted there was ¿no¿ patient injury or death associated with the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.